Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" diagnosed via mammogram and later confirmed by MRI. Additionally, patient reported "hand numbness", which is not related to the device, and "breast pain". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed broken device assessed as fold flow opening. ¿ pain: unable to observe as it is not related to the manufacturing process. ¿ numbness: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6.

Event description:
Healthcare professional reported right side rupture diagnosed via mammogram and MRI and patient is experiencing "breast pain". Healthcare professional also reported the patient experienced "hand numbness", which is not related to the device. Device has been explanted and replaced.